Event description:
The customer reported that his blood glucose was 123 mg/dl when he activated the pod. When he woke up, it was 233 mg/dl. He stated that it then rose to 284 mg/dl and later to 299 mg/dl. He did not provide the times for activation or blood glucose testing. He said that he did bolus, but the pod did not make the clicking sound he expected to hear. He changed the pod gave himself a bolus and his blood glucose level decreased.

Manufacturer narrative:
The returned device was evaluated and evidence of a leak was noted. The investigation showed leakage at cannula seal - hole in cannula at site c. Insulet has completed an internal investigation of this issue. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."